Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was user's fault. Customer indicates that the issue was user error. User activated screen lock and didn't know how to turn it of. Biomed took the screen lock off. Ran verification and passed. Unit is within factory specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000e has frozen screen and would not allow changes during patient use. The device was changed and customer confirmed that there's no patient harm associated from the reported event.